Manufacturer narrative:
The customer's glidescope core 10-inch monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned monitor but was unable to confirm the reported image freezing issue. When connecting the customer's monitor to known, good, test verathon equipment, the monitor functioned as intended. The device passed verathon's device functionality testing. Neither the cable nor the larygnoscope used with the monitor during the reported event were made available to verathon for evaluation. Upon completion of the device evaluation, the glidescope core 10-inch monitor was returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope core 10-inch monitor, the screen froze three times and presented an error message. The procedure was completed using a backup unit which was made available in an unspecified amount of time. No delay in the procedure or harm to the patient was reported.